Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt#1, first test inr = 6.5; second test inr = 4.5. Pt #2, first test inr = 3.5; second test inr = 2.6.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070519: pt#1, first test inr = 6.5; second test inr = 4.5; mean = 5.5; sd = 1.4; %cv = 25%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested. Inratio precision data provided by end-user lot 070519: pt#2, first test inr = 3.5; second test inr = 2.6; mean = 3.05; sd = 0.6; %cv = 21%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested.